Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. The involved implant was not available to the company; thus, its physical examination was not possible. An x-ray of the case was provided to the manufacturer. It should be noted, that the titanium shell is attached to the lag screw during the molding process and thus in order to disconnect the two, high torque forces are required. In the involved case, it is possible that the lag screw was inserted too deep and reached the bone cortex. Thus when it was unscrewed for extraction, high forces were applied on the screw's thread leading to the separation of the titanium shell.

Event description:
During implantation of a piccolo composite pf nail in (B)(6), after lag screw insertion and x-ray examination, the surgeon decided to remove the lag screw and replace it with a shorter lag screw since it was too long. After lag screw removal, the surgeon discovered that the titanium shell at the lag screw distal end separated from the lag screw and remained in the bone. A shorter lag screw was inserted with shell remaining in situ.